Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. The device was powered up and alarmed ec 1660. The investigator noted that this was an issue with processor on the circuit board. The circuit board was replaced as a result. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " error 1660". No reported adverse effects.